Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her one ultra 2 meter read inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue started at an unspecified time on (B)(6) 2013. At an unspecified date/time, the patient obtained a blood glucose reading of ¿266 mg/dl¿ on the subject meter and ¿140 mg/dl¿ from another device (contour), performed within 30 minutes from each other. Based on statistical methodology the calculated difference between these glucose results exceeds the expected value of less than or equal to 30%.the patient manages her diabetes with an insulin pump. It is not known if the patient made any changes to her usual diabetes regimen in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient reported, a week after the alleged issue occurred, she developed symptoms of ¿profuse sweating, disoriented¿. On (B)(6) 2013, at 2:00 a. M. She tested her blood glucose on another device (unknown type) and obtained results of ¿43, 45 mg/dl¿. The patient reported, from ¿(B)(6) 2013, between 2-3 a. M.¿ she had more food/drink and was given glucose tabs/gel from a health care professional (hcp) in response to these symptoms. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.